Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately erratic. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed that the alleged issue began on or around (B)(6) 2011 at an unknown time. The patient reportedly obtained the following results on the subject meter "121 and 265 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages his diabetes with humalog insulin through pump therapy and bases his insulin dose on his carbohydrate intake and tests his blood glucose 8-10 times per day. He denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed he developed "seizure-like symptoms" at night during his sleep and claimed his blood glucose level "bottomed out" on a couple of occasions in mid-september after the alleged issue occurred. He informed the mss that his wife would find him shaking in his sleep and by the time she would get some food and return to treat him his seizures would subside. The patient denied receiving any form of treatment and reported that when he tested the next morning, his blood glucose would be high (result unknown). The patient stated his doctor did not make any adjustments to his insulin dose during a routine doctor's visit on (B)(6) 2011 and advised him to keep a close eye on his carbohydrates intake and meter results. The patient denied testing on another device. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test performed and the result fell within the range specified on the vial if test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on november 30, 2011, with the following findings: the meter has passed testing with no faults found. The subject test strips were also returned and testing has not yet begun. Once the evaluation is complete lfs will inform FDA if the test strips did not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the test strips involved with this complaint have been evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.